Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot communicate with the monitor) was confirmed. As received, the belt could not communicate with the monitor. Upon evaluation, the all cables were pulled from the strain relief, damaging the j702 connector on the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cables and connector. The root cause of the damaged cables and connector is excessive force placed on the cable. No adverse event resulted from the damaged cables and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.